Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and femoral vein using an indigo system aspiration catheter 12 (cat12). During the procedure, the rotating hemostasis valve (rhv) of the cat12 was causing an air leak in the system. Therefore, the rhv was removed. Next, the physician used a non-penumbra tuohy; however, the tuohy kept clogging; therefore, the tuohy was also removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.